Event description:
According to the literature, a retrospective study was performed between 2015 and 2019, which evaluated the impact of the anastomosis technique in patients who underwent laparoscopic right hemicolectomy. There were 285 patients included in the study. An intracorporeal anastomosis (ia) was performed in 64 patients with the use of a 60-millimeter (mm) linear stapler for division of the ileum and colon and to perform a side-to-side anastomosis. The common enterotomy was sutured using a barbed suture. An extracorporeal anastomosis (ea) was performed on 221 patients: 79 patients had a hand-sewn anastomosis with an unspecified suture, and 142 patients had a stapled anastomosis. Postoperative anastomotic complications in the ia group included: bleeding in two (2) patients. Blood transfusions were done for one patient. Readmissions were also reported for five (5) patients. Stapled and hand-sewn anastomotic complications in the ea group included: 5 patients with anastomotic leaks; six patients had bleeding; and 2 patients had blood transfusions. One patient also had an abscess. Intervention included reoperation on 2 patients and rehospitalizations for thirteen patients. It was noted that no complications were related to the suture. Other complications that were not related to the device included: ileus, surgical site infection, and incisional hernia.

Manufacturer narrative:
Author: jonathan frigault title: intracorporeal versus extracorporeal anastomosis in laparoscopic right hemicolectomy: a retrospective cohort study of anastomotic complications source: https://doi.org/10.3393/ac.2021.00983.0140 publication date: : feb 14, 2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.